Event description:
It was reported that the pump had not been in use for a period of time and upon turning pump back on, an undefined error code occurred and pump shut off. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.